Event description:
It was reported to philips that the flexvision computer was stalling at 00:00, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and found that the system displayed error code0000 and failed to boot and expect to be able to switch in tsm into flexvision selection. Upon troubleshooting, the cause of the issue was identified as flex vision unit component [fru flex-pc ep/hd]. Review of system log files confirmed that the host-pc was unable to connect to the flexvision-pc. In addition, the dvi matrix switch was replaced because it caused flex display issues¿missing several input signals and producing improper video outputs. The cause of dvi matrix switch could not be conclusively determined by the supplier's part analysis, however the replacement of the dvi matrix switch and fru flex pc component by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.